Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: device exchange.

Event description:
Healthcare professional reported left side exchange from textured to smooth implant. Healthcare professional later confirmed "tex implant" and reported "very liquid" "noted on surgery day". Device was explanted.